Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was over-sensing noise resulted in pacing inhibition and inappropriate mode switch episodes. No intervention was performed, and the patient will continue to be monitored. The patient had no adverse consequences.